Event description:
It was reported that cartridge alarm 20 occurred during pump use and continued to recur even after attempts to load a new cartridge using proper technique. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to resume insulin delivery with pump, so customer planned to use multiple daily injections as backup therapy while tandem technical support arranged a warranty replacement pump, confirmed shipping details, instructed customer to place pump in storage mode before returning it with prepaid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.